Event description:
Name of procedure being performed: hepatectomy. Detailed description of event: facility. The bag was deployed and put right liver in it. But the bag falls out from prong because right liver is too heavy. Surgeon use grasper to remove this bag. Product available for return. Additional information was received via email on 13apr2022 from, purchasing representative [distributor]: the tips of the prongs were not exposed. Multiple attempts were not made to advance the actuator. Additional information was received via email on 28apr2022 from purchasing representative, distributor: the bag fell completely off the prongs. The tips of the prongs were not covered by an object. Patient status: fine. Type of intervention: grasper was used to remove bag.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: hepatectomy. Detailed description of event: [facility] . The bag was deployed and put right liver in it. But the bag falls out from prong because right liver is too heavy. Surgeon use grasper to remove this bag. Product available for return. Additional information was received via email on 13apr2022 from [name], purchasing representative [distributor]: the tips of the prongs were not exposed. Multiple attempts were not made to advance the actuator. Additional information was received via email on 28apr2022 from [name], purchasing representative [distributor]: the bag fell completely off the prongs. The tips of the prongs were not covered by an object. Patient status: fine. Type of intervention: grasper was used to remove bag.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the specimen bag coming off the metal supports as the tissue bag was returned detached from the unit. Based on the evaluation of the event unit and description of the event, it is possible that a force was applied in the distal direction while placing the specimen in the bag, which caused the bag to fall off the metal supports.